Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture, wound dehiscence, and drainage are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, implant leakage, dehiscence of the breast directly over the implant inferiorly, has had some discharge on the left breast.

Event description:
Healthcare professional reported left side exchange from textured to smooth and capsular contracture, baker grade unknown. Healthcare professional also reported patient "has had some discharge on the left breast" and "dehiscence of the breast directly over the implant inferiorly". Healthcare professional additionally reported "breast leaking". Device remains implanted.